Event description:
On 3/16/94 we learned that the ventilator malfunctioned while on a pt who was being transferredd from a physiotherapy session back to the pt's rm. It was reported that the unit could not deliver volume set and they could not set the flow below 70 lpm, but the pt was not injured. When our initial testing results were reported back we were told on 4/7/94 that the pt actually had to be "bagged" until he/she could be put on an adult ventilator inside the pt's rm.